Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump produced an unspecified message and lost power while running. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "power lost while pump was on alarm" messages. A functional check was performed and the reported issue was unable to be duplicated when running the customer's returned program. It was recommended that the microprocessor unit board be replaced.